Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "inadequate source pressure to complete boot up" (failure to power-up). A customer reported the system had inadequate source pressure to complete boot up. Additional info was requested. Several attempts were made to contact the facility and surgeon regarding retrieving additional info. No additional info has been received to date.

Manufacturer narrative:
Several attempts were made by the service department to contact the facility regarding the reported problems, but calls went unreturned. The service department was able to verify that cases were done by other doctors on different days, following the reported incident, with no problems. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordant with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).